Event description:
As reported via the edwards clinical specialist, the patient had a valve in valve procedure. The first sapien valve was deployed and was noted to be too aortic in a 90:10 position causing a 2+ pvl. The second valve was deployed more 70:30 into the first sapien valve. The final result was trace pvl.

Manufacturer narrative:
It was reported that the high placement of the first valve was due to long native leaflets of a rafay bicuspid aortic valve of the patient. Per the instructions for use (IFU), valve malposition is a known potential complications of the tavr procedure. A native bicuspid aortic valve is a contraindication for the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe ventricular septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, the exact cause of the reported event cannot be determined; however, the initial valve was implanted in a native bicuspid aortic valve which resulted in a aortic malposition. Implantation of a sapien valve in bicuspid valve is noted to be a contraindication in the IFU. A valve in valve was performed to improve the pvl. There is no documentation of device malfunction. No corrective or preventive actions are required.